Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During remote follow-up, a charge time out was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of a charging anomaly was confirmed. Charge timeouts were recorded in the device image. The high voltage capacitors were sent to the manufacturer for analysis and the cause of the reported event was determined to be due to an internal high voltage capacitor anomaly.

Event description:
During remote follow-up, a charge time out was observed on the device. Device replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences.